Event description:
It was reported that the hcu30 device displayed error 7032 (display 5v reference error). No patient involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The hcu30 device was investigated, repaired and returned to service. A defective I/o board was identified as the root cause for the problem. A supplemental medwatch will be submitted if additional information becomes available.